Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings obtained on a competitor brand meter. Customer noted a vertical upward trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). As a result, the customer reported receiving treatment (unspecified) from a third party. There was no report of death, serious injury, or mistreatment associated with this event. Addtionallly, the customer received sensor scan results of 12.8 mmol/l compared to readings of 6.20 mmol/l respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.